Event description:
It was reported that during implant, the lead helix would not deploy. The physician stated that the lead body turns with pin rotation but no helix was extended. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the defibrillation conductor (not obstructed), the outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Tip seal observation.

Event description:
It was reported that during implant the lead helix would not deploy. The physician stated that the lead body turns with pin rotation but no helix was extended. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.